Event description:
This pt was illegally dispensed contact lenses from (B)(6) without a prescription. These contacts were poor fitting and had low oxygen transmissibility causing the pt to have permanent corneal damage which is not reversible. Diagnosis for use: myopia (nearsightedness).